Event description:
It was reported that a patient presented with loss of atrial capture. X-ray imaging confirmed dislodgement of the right atrial lead. During the repositioning attempts, the lead was unable to stay in place due to patient anatomy. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.